Manufacturer narrative:
Concomitant medical products: antiseptic chlorhexidine 0.5% alcoholic the event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports ischemia at right nasolabial fold, nose, and canine fossa the day after 1 ml juvederm® voluma¿ with lidocaine injection to the nasolabial folds and nasal region. Pre-treatment noted as topical anesthetic, dermomax 30 mg, antiseptic chlorhexidine 0.5% alcoholic. Patient was treated with intramuscular hyaluronidase 1000 ui the day symptoms appeared. Symptoms are ongoing.